Event description:
Insufflator device failed to work during balloon angioplasty. The handle was turned and turned by the pa, but failed to blow up the balloon. There was no pt harm, and this did not delay the case.